Event description:
A computer accessory device issued smoke. A hosp staff member used a dry chemical extinguisher on the device to stop the smoke. It was reported that no pts needed to be moved nor were any pts disturbed as a result of the incident. The affected area of the hosp was ventilated and no damage was done to the facility. Frequency of event statement: this is the first instance of a customer complaint of this kind reported to protocol systems, inc. Severity of event statement: the author of this report is unaware of any rating or classification scale in which to rank or quantify the severity of an event of this kind.